Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and okay buttons were over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/04/2015-product analysis:the device was returned and evaluated by product analysis on 02/18/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up, down, and ok keypad buttons were over-responsive. The contrast button contact was inverted. There was no evidence of keypad contamination found under the key contacts.